Event description:
It was reported that an ilet device exhibited an unresponsive touch screen localized to the top corner during routine use, with the user stating the screen did not appear cracked and that clean hands did not restore responsiveness. Symptoms included an inability to interact with the device via the affected touch area. Outcomes included the need for device replacement to restore intended operation. Investigation included customer service troubleshooting and verification of device identification details. Investigation of this case revealed a suspected touchscreen malfunction affecting input detection in a specific region, consistent with a hardware interface issue of the display module. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.